Manufacturer narrative:
THIS REPORT SUMMARIZES SERIOUS INJURY SAPIEN VALVE, SUPPLEMENTAL REPORT TO REFLECT NOE NUMBER.

Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 1797 SERIOUS INJURY EVENTS.  COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿.  COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY.  ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE:  ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR MAY 2019 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN 3 VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4110610,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4377287,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4422394,I,SI,236,Edwards SAPIEN 3,9600TFX29,3190;4474750,I,SI,75,Edwards SAPIEN 3,9600TFX20,3190;4575860,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4663500,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4663500,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4691580,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4692067,I,SI,18,Edwards SAPIEN 3,9600TFX23,2993;4693840,I,SI,217,Edwards SAPIEN 3,9600TFX23,3190;4706986,I,SI,367,Edwards SAPIEN 3,9600TFX23,3190;4706986,I,SI,245,Edwards SAPIEN 3,9600TFX23,3190;4709607,I,SI,219,Edwards SAPIEN 3,9600TFX23,3190;4726275,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;4733335,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4734116,I,SI,189,Edwards SAPIEN 3,9600TFX26,3190;4734116,I,SI,299,Edwards SAPIEN 3,9600TFX26,3190;4737709,I,SI,217,Edwards SAPIEN 3,9600TFX26,3190;4815530,I,SI,108,Edwards SAPIEN 3,9600TFX29,3190;4817647,I,SI,199,Edwards SAPIEN 3,9600TFX26,3190;4817647,I,SI,189,Edwards SAPIEN 3,9600TFX26,3190;4825995,I,SI,357,Edwards SAPIEN 3,9600TFX26,3190;4840460,I,SI,74,Edwards SAPIEN 3,9600TFX26,3190;4840460,I,SI,74,Edwards SAPIEN 3,9600TFX26,3190;4840876,I,SI,167,Edwards SAPIEN 3,9600TFX29,3190;4840876,I,SI,453,Edwards SAPIEN 3,9600TFX29,3190;4847158,I,SI,33,Edwards SAPIEN 3,9600TFX29,3190;4871468,I,SI,17,Edwards SAPIEN 3,9600TFX29,2993;4910326,I,SI,26,Edwards SAPIEN 3,9600TFX20,2993;4924901,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4925136,I,SI,23,Edwards SAPIEN 3,9600TFX29,2993;4871513,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4871513,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4950789,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;4992061,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5022392,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5124345,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5129293,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5157229,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5161704,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5191025,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5192293,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5201699,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5203812,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5210728,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5216881,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5218467,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5218712,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5219016,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5220530,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5221747,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5221792,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5221798,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5221854,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5221855,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5221855,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5222035,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5222340,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5222399,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5223122,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5223512,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5223564,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5223701,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5224422,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5224655,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5224847,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5225355,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;1374215,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;1613467,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;1619763,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;1764226,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;1829559,I,SI,36,Edwards SAPIEN 3,9600TFX26,2993;1940694,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;2051435,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;2054123,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;2101143,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;2135238,I,SI,31,Edwards SAPIEN 3,9600TFX23,3190;2352644,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;2352644,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;2451138,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;2464262,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;2503253,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;2591332,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;2619028,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;2649655,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;2739648,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;2739648,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;30378,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3056844,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3056844,I,SI,-1246,Edwards SAPIEN 3,9600TFX23,2993;3056844,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;3392122,I,SI,65,Edwards SAPIEN 3,9600TFX23,3190;3542550,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;3747871,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3894925,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;3939769,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3939769,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;3939769,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;4082601,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4125309,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4452014,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4496745,I,SI,240,Edwards SAPIEN 3,9600TFX23,3190;4496745,I,SI,240,Edwards SAPIEN 3,9600TFX23,3190;4520575,I,SI,69,Edwards SAPIEN 3,9600TFX26,3190;4527096,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;4527704,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4528463,I,SI,378,Edwards SAPIEN 3,9600TFX26,3190;4535198,I,SI,277,Edwards SAPIEN 3,9600TFX23,3190;4538895,I,SI,203,Edwards SAPIEN 3,9600TFX23,3190;4554511,I,SI,362,Edwards SAPIEN 3,9600TFX23,3190;4562669,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4571457,I,SI,210,Edwards SAPIEN 3,9600TFX23,3190;4575866,I,SI,406,Edwards SAPIEN 3,9600TFX26,3190;4578598,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;4581583,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;4626310,I,SI,274,Edwards SAPIEN 3,9600TFX20,3190;4630171,I,SI,345,Edwards SAPIEN 3,9600TFX26,3190;4630171,I,SI,350,Edwards SAPIEN 3,9600TFX26,3190;4650335,I,SI,407,Edwards SAPIEN 3,9600TFX26,3190;4663254,I,SI,83,Edwards SAPIEN 3,9600TFX23,3190;4663254,I,SI,379,Edwards SAPIEN 3,9600TFX23,3190;4663335,I,SI,75,Edwards SAPIEN 3,9600TFX26,3190;4663793,I,SI,161,Edwards SAPIEN 3,9600TFX26,3190;4668218,I,SI,199,Edwards SAPIEN 3,9600TFX29,3190;4670991,I,SI,370,Edwards SAPIEN 3,9600TFX26,3190;4670991,I,SI,370,Edwards SAPIEN 3,9600TFX26,3190;4677909,I,SI,96,Edwards SAPIEN 3,9600TFX23,2993;4696242,I,SI,135,Edwards SAPIEN 3,9600TFX23,3190;4697942,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4697942,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4698507,I,SI,407,Edwards SAPIEN 3,9600TFX26,3190;4705411,I,SI,156,Edwards SAPIEN 3,9600TFX23,3190;4707229,I,SI,374,Edwards SAPIEN 3,9600TFX23,3190;4707694,I,SI,227,Edwards SAPIEN 3,9600TFX29,2993;4710058,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;4712796,I,SI,310,Edwards SAPIEN 3,9600TFX23,2993;4719470,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;4723424,I,SI,204,Edwards SAPIEN 3,9600TFX26,3190;4724389,I,SI,30,Edwards SAPIEN 3,9600TFX26,2993;4726445,I,SI,360,Edwards SAPIEN 3,9600TFX29,3190;4727922,I,SI,344,Edwards SAPIEN 3,9600TFX23,3190;4729359,I,SI,197,Edwards SAPIEN 3,9600TFX26,3190;4753597,I,SI,201,Edwards SAPIEN 3,9600TFX29,3190;4759303,I,SI,387,Edwards SAPIEN 3,9600TFX29,3190;4759408,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;4760295,I,SI,226,Edwards SAPIEN 3,9600TFX29,3190;4767904,I,SI,158,Edwards SAPIEN 3,9600TFX26,3190;4781491,I,SI,154,Edwards SAPIEN 3,9600TFX26,3190;4800138,I,SI,132,Edwards SAPIEN 3,9600TFX26,3190;4800138,I,SI,119,Edwards SAPIEN 3,9600TFX26,3190;4800212,I,SI,125,Edwards SAPIEN 3,9600TFX23,3190;4817935,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;4831289,I,SI,203,Edwards SAPIEN 3,9600TFX29,3190;4836643,I,SI,33,Edwards SAPIEN 3,9600TFX26,2993;4836643,I,SI,40,Edwards SAPIEN 3,9600TFX26,2993;4842124,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4874385,I,SI,363,Edwards SAPIEN 3,9600TFX26,3190;4877577,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4878979,I,SI,31,Edwards SAPIEN 3,9600TFX29,2993;4882961,I,SI,113,Edwards SAPIEN 3,9600TFX29,3190;4882961,I,SI,113,Edwards SAPIEN 3,9600TFX29,3190;4907190,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4907208,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4916545,I,SI,102,Edwards SAPIEN 3,9600TFX23,3190;4916545,I,SI,96,Edwards SAPIEN 3,9600TFX23,3190;4920470,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;4922672,I,SI,332,Edwards SAPIEN 3,9600TFX23,3190;4926926,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;4950461,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;4950461,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4950461,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4975628,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4975628,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4984383,I,SI,21,Edwards SAPIEN 3,9600TFX26,2993;5003970,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5037760,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5037760,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5042249,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5042569,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5042583,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5042583,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5070119,I,SI,42,Edwards SAPIEN 3,9600TFX26,3190;5070552,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5070935,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5070935,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5075459,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5077486,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5089825,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5090563,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5091844,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5092215,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5093288,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5098144,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5103622,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5105379,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5107594,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5119808,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;5120759,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5122903,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5124683,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5126613,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5128416,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5129015,I,SI,13,Edwards SAPIEN 3,9600TFX23,3190;5141754,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5142036,I,SI,28,Edwards SAPIEN 3,9600TFX29,2993;5144944,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5155580,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5156614,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5157655,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5160609,I,SI,27,Edwards SAPIEN 3,9600TFX26,2993;5160984,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5161043,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5161441,I,SI,18,Edwards SAPIEN 3,9600TFX26,2993;5162202,I,SI,23,Edwards SAPIEN 3,9600TFX29,2993;5163123,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5166004,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5166761,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5168599,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5168876,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5168876,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5170060,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5170067,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5171088,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5171090,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5171922,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;5171940,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5185337,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5186382,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;5186664,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5187874,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5187987,I,SI,38,Edwards SAPIEN 3,9600TFX29,3190;5187987,I,SI,32,Edwards SAPIEN 3,9600TFX29,3190;5188392,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5188727,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5188727,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5189515,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5189777,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;5189777,I,SI,22,Edwards SAPIEN 3,9600TFX26,3190;5190765,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;5190908,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5191785,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5191785,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5192356,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5192569,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5193511,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5193511,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5193511,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5199669,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5199763,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5199763,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5200190,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5200493,I,SI,15,Edwards SAPIEN 3,9600TFX26,3190;5201206,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5201511,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5202371,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5202371,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5202371,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5202835,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5205272,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5206209,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5206801,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5206801,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5206801,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5206975,I,SI,25,Edwards SAPIEN 3,9600TFX23,2993;5207195,I,SI,6,Edwards SAPIEN 3,9600TFX20,2993;5207599,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5207695,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5209558,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5210251,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5211967,I,SI,37,Edwards SAPIEN 3,9600TFX29,3190;5212111,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5215716,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5216354,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5216622,I,SI,9,Edwards SAPIEN 3,9600TFX26,3190;5217452,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5217452,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;5217452,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5217452,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5218098,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5218181,I,SI,28,Edwards SAPIEN 3,9600TFX26,2993;5219736,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5219781,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5220142,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5220582,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5220582,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5220931,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5221027,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5221242,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5221382,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5221529,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5221704,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5224553,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5225544,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5225546,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5225546,I,SI,28,Edwards SAPIEN 3,9600TFX26,2993;5225935,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5225976,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5226196,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5226250,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5226352,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5226691,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5226715,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5226876,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5226916,I,SI,16,Edwards SAPIEN 3,9600TFX29,3190;5227044,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5227134,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5227134,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5227134,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5227331,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5227331,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5227471,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5227519,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5227570,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5228446,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5228446,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5228446,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5228703,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5228826,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5228830,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;5228830,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5228832,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5228928,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5229282,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5229407,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5229476,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5229511,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5229583,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5229808,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5229823,I,SI,28,Edwards SAPIEN 3,9600TFX29,2993;5229855,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;5229855,I,SI,14,Edwards SAPIEN 3,9600TFX26,3190;5230102,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5230105,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5230119,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5230262,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5230446,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5230446,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5230655,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5230822,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5230874,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5230919,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5230932,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5230932,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5230932,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5230932,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5230939,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5230957,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5231105,I,SI,81,Edwards SAPIEN 3,9600TFX26,2993;5231116,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5231227,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5231285,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5231321,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5231674,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5231763,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5231763,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5231797,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5231797,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5231807,I,SI,21,Edwards SAPIEN 3,9600TFX29,3190;5231807,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5231807,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5231844,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5231844,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5231844,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5231852,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5232100,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5232100,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5232100,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5232349,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5232349,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5232349,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5232452,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5232566,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5232587,I,SI,37,Edwards SAPIEN 3,9600TFX20,3190;5232608,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5232608,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5232645,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5232649,I,SI,19,Edwards SAPIEN 3,9600TFX29,2993;5232649,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5232649,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5232649,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5232689,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5233225,I,SI,3,Edwards SAPIEN 3,9600TFX20,2993;5233633,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5233923,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5234063,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5234310,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5234458,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5234480,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5234611,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5234819,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5234824,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5234840,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5235122,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5235185,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5235185,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5235185,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5235305,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5235392,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5235495,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5235575,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5235636,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5235670,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5235701,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5235701,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5235772,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5235903,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5236038,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5236282,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5236382,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5236607,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5236620,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5236634,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5236642,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5236701,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5236802,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5236929,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5237011,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5237224,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5237338,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5237374,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5237377,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5237493,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5237498,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5237501,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5237652,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5237665,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5237690,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5237692,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5237826,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5237826,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5237886,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5237886,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5237920,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5237937,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5237937,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5237955,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5237969,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5237975,I,SI,23,Edwards SAPIEN 3,9600TFX23,2993;5238022,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5238024,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5248062,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5248585,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5248585,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5248700,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;5248970,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5249038,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5249160,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5249160,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5249160,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5249232,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5249383,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5249407,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5249445,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5249490,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5249652,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5249704,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5249749,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;5249765,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5249792,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5249841,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5250027,I,SI,27,Edwards SAPIEN 3,9600TFX29,2993;5250205,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5250205,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5250273,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5250354,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5250563,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5250576,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5250701,I,SI,21,Edwards SAPIEN 3,9600TFX26,2993;5250741,I,SI,18,Edwards SAPIEN 3,9600TFX23,2993;5250949,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5251004,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5251103,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5251173,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5251175,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5251387,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5251387,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5251466,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5251475,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5251571,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5251758,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5251797,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5251797,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5251902,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5251902,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5252391,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5252471,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5252588,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5252607,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5252655,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5252655,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5252725,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5252828,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5252903,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5253053,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5253058,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5253085,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5253085,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5253085,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5253335,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5253529,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5253627,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5253660,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5253713,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5253713,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5253769,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5253988,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5254056,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5254063,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5254259,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5254279,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5254316,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5254479,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5254533,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5254703,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;5254708,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5254744,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5254773,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5254773,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5254773,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5254775,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5254819,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5254819,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5254825,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5254924,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5254924,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5255258,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5255258,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5255340,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5255389,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5255392,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5255926,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5255926,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5256064,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5256188,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5256246,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5256271,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5256271,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5256299,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5256362,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5256442,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5256512,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5256875,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5256902,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5256902,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5256902,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5257197,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5257294,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5257294,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5257294,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5257317,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5257632,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5257911,I,SI,11,Edwards SAPIEN 3,9600TFX26,2993;5258041,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5258041,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5258041,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5258154,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5258292,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5258292,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5258315,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5258459,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5258489,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5259029,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5259146,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5259195,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5259341,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5259355,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5259446,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5259643,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5259686,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5259686,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5259819,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5260065,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5260087,I,SI,24,Edwards SAPIEN 3,9600TFX26,3190;5260194,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5260194,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5260247,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5260298,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5260306,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5260402,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5260488,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5260525,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5260589,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5260664,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5260811,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5260828,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5260855,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5261015,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5261161,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5261165,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5261299,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5261491,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5261491,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5261501,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5261574,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5261578,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5261620,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5261667,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5261819,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5261861,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;5261885,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5261885,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5261968,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5262038,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5262170,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5262320,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5262655,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5263005,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5263005,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5263039,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5263039,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5263130,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5263275,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5263444,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5263444,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5263509,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5263537,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5263694,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5263865,I,SI,12,Edwards SAPIEN 3,9600TFX23,2993;5263865,I,SI,9,Edwards SAPIEN 3,9600TFX23,3190;5264006,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5264030,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5264368,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5264409,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5264551,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5264573,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5265197,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5265278,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5265316,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5265492,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5265534,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5265536,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5265739,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5265770,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5265833,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5265892,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5266012,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5266012,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5266271,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5266293,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5266458,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5266458,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5266490,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5266560,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5266703,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5266882,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5266894,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5267081,I,SI,30,Edwards SAPIEN 3,9600TFX23,3190;5267157,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5267197,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5267330,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5267360,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5267400,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5267549,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5267942,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5268052,I,SI,29,Edwards SAPIEN 3,9600TFX26,2993;5268203,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5268270,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5268292,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5268292,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5268310,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5268310,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5268401,I,SI,11,Edwards SAPIEN 3,9600TFX23,3190;5268766,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5268829,I,SI,13,Edwards SAPIEN 3,9600TFX23,2993;5268978,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5269052,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5269111,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5269136,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5269372,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5269494,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5269520,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5269547,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5269653,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5269718,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5269817,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5269834,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5269854,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5269904,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5269999,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5270129,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5270141,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5270141,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;5270184,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5270303,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5270547,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5270613,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5270613,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5270631,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5270740,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5270840,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5270905,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5271025,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5271339,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5271388,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5271439,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5271486,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5271672,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5271896,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5272002,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5272065,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5272108,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5272361,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5272492,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5272553,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5272560,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5272894,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5272900,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5273072,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5273072,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5273095,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5273095,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5273323,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5273357,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5273571,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5273674,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5273836,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5273962,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5274042,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5274234,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5274324,I,SI,63,Edwards SAPIEN 3,9600TFX29,3190;5274418,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5274525,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5274645,I,SI,15,Edwards SAPIEN 3,9600TFX26,2993;5274754,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5274776,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5274855,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5274885,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5275061,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5275325,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5275373,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5275494,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5275516,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5275940,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5275993,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5275993,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5276037,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5276754,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5276836,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5276850,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5276859,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5277113,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5277167,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5277167,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5277311,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5277344,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5277344,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5277394,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5277420,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;5277510,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5277570,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5277594,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5277594,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5277594,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5277660,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5277669,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;5277669,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;5277728,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5277770,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5277882,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5278064,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5278124,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5278124,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5278124,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5278124,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5278124,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5278161,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5278306,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5278385,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5278547,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5278562,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5278714,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5278883,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5278883,I,SI,8,Edwards SAPIEN 3,9600TFX29,3190;5278891,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5279224,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5279280,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5279287,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5279390,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5279402,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5279603,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5279645,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5279645,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5279645,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5279645,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5279647,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5279692,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5279815,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5290009,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5290017,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5290449,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5290449,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5290457,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5290516,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5290570,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5290824,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5290829,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5290992,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5291163,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5291179,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5291179,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5291179,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5291213,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5291300,I,SI,17,Edwards SAPIEN 3,9600TFX23,2993;5291300,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5291300,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5291321,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5291325,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5291379,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5291424,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5291424,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5291511,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5291523,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5291599,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5291604,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5291624,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5291671,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5291752,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5291752,I,SI,8,Edwards SAPIEN 3,9600TFX29,3190;5291972,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5292035,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5292035,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5292055,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5292100,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5292195,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5292281,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5292296,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;5292296,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5292296,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5292418,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5292484,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5292589,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5292638,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5292777,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5292777,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5292777,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5292852,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5292852,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5292900,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5292964,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5292971,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5293111,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5293118,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5293118,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5293118,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5293125,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5293341,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5293341,I,SI,9,Edwards SAPIEN 3,9600TFX29,3190;5293379,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5303585,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5303590,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5303651,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5303722,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5304111,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5304111,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5304202,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5304202,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5304386,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5304386,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5304386,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5304390,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5304479,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5304812,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5304856,I,SI,23,Edwards SAPIEN 3,9600TFX29,2993;5304899,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5304926,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5305137,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5305165,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5305278,I,SI,23,Edwards SAPIEN 3,9600TFX26,2993;5305296,I,SI,21,Edwards SAPIEN 3,9600TFX23,2993;5305371,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5305371,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5305570,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5305654,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5305801,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5305801,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5305810,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5305866,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5305866,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5305941,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5306228,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5306335,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5306473,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5306498,I,SI,43,Edwards SAPIEN 3,9600TFX26,3190;5306498,I,SI,54,Edwards SAPIEN 3,9600TFX26,3190;5306572,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5306679,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5306723,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5306746,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5306770,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5306849,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5306933,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5306970,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5306970,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5307028,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5307055,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5307055,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5307073,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5307073,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5307100,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5307152,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5307192,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5307224,I,SI,-6208,Edwards SAPIEN 3,9600TFX23,2993;5307224,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5307269,I,SI,10,Edwards SAPIEN 3,9600TFX29,2993;5307306,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5307306,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5307384,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5307390,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5307496,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5307496,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5307530,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5307530,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5307539,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5307624,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5307834,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5307968,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5308021,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5308021,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5308206,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5308231,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5308238,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5308377,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5308502,I,SI,11,Edwards SAPIEN 3,9600TFX23,3190;5308526,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5308583,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5308597,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5308684,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5308737,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5308825,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5308825,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5308905,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5309231,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5309308,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5309411,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5309458,I,SI,14,Edwards SAPIEN 3,9600TFX29,2993;5309625,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5309675,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5309675,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5309688,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5309703,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5309724,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5309732,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5309733,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5309759,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5309962,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5310039,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5310062,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5310076,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5310090,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5310090,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5310231,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5310241,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5310247,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5310432,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5310676,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5310748,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5310874,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5310983,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5311028,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5311049,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;5311061,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5311095,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5311111,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5311168,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5311224,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5311224,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5311224,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;5311403,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5311480,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5311495,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5311580,I,SI,24,Edwards SAPIEN 3,9600TFX20,3190;5311636,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5311639,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5311648,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5311657,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5311661,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5311712,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5311792,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5311847,I,SI,20,Edwards SAPIEN 3,9600TFX29,2993;5311847,I,SI,5,Edwards SAPIEN 3,9600TFX29,3190;5311953,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5311953,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5312042,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5312079,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5312079,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5312079,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5312124,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5312124,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5312135,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5312136,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5312136,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5312188,I,SI,10,Edwards SAPIEN 3,9600TFX23,2993;5312241,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5312419,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5312466,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5312492,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5312532,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5312573,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5312623,I,SI,13,Edwards SAPIEN 3,9600TFX26,3190;5312628,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5312633,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5312757,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5312784,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5312789,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5312806,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5312806,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5312808,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5312823,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5312823,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5312842,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5312842,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5312911,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5312983,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5313151,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5313186,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5313238,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5313375,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5313462,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5313696,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5313696,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5313696,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5313769,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5313868,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5313928,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5313948,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5313985,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5314012,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5314043,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5314043,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5314043,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5314109,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5314117,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5314129,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5314129,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5314137,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5314156,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5314231,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5314269,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5314286,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5314286,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5314368,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5314375,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5314384,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5314466,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5314466,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5314480,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5314484,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5314695,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5314841,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5314852,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5315084,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5315084,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5315265,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5315325,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5315342,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5315342,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5315355,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5315382,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5315411,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5315495,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5315495,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5315514,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5315528,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5315619,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5315667,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5315684,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5315972,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5315972,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5315980,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5316156,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5316163,I,SI,6,Edwards SAPIEN 3,9600TFX23,3190;5316230,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5316280,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5316280,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5316282,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5316340,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5316495,I,SI,31,Edwards SAPIEN 3,9600TFX26,2993;5316523,I,SI,13,Edwards SAPIEN 3,9600TFX29,3190;5316597,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5316691,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5316717,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5316718,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5316847,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5316886,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5317040,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5317079,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5317097,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5317104,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5317114,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5317130,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5317130,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5317150,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5317275,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5317305,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5317668,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5317789,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5317789,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5317829,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5317912,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5318110,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5318113,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5318126,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5318378,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5318388,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5318445,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5318458,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5318525,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5318531,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5318738,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5318738,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5319026,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5319046,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5319048,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5319048,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5319275,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5319351,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5319352,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5319352,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5319581,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5319794,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5319822,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5319954,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5319978,I,SI,30,Edwards SAPIEN 3,9600TFX29,2993;5320266,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5320342,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5320342,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5320394,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5320394,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5320501,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5320593,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5320669,I,SI,28,Edwards SAPIEN 3,9600TFX29,3190;5321052,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5321052,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5321160,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5321420,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5321568,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5321582,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5321635,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5321635,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5321784,I,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5321944,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5321950,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5322058,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5322452,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5322538,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5322558,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5322620,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5322620,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5322620,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5322620,I,SI,18,Edwards SAPIEN 3,9600TFX23,3190;5322628,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5322628,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5322726,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5322812,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5322874,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5322874,I,SI,22,Edwards SAPIEN 3,9600TFX29,3190;5322879,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5322879,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5323037,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5323037,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5323508,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5323636,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5323887,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5323887,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5323898,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5323909,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5323924,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5324054,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5324143,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5324216,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5324300,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5324360,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5324361,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5324400,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5324400,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5324637,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5324637,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5324637,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5324819,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5324847,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5324895,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5324959,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5324978,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5325035,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5325061,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5325061,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5325134,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5325159,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5325324,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5325427,I,SI,40,Edwards SAPIEN 3,9600TFX20,3190;5325588,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5325656,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5325753,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5325807,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5325823,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5325831,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5325832,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5325912,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5326136,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5326245,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5326300,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5326325,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5326645,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5326696,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5326935,I,SI,21,Edwards SAPIEN 3,9600TFX26,2993;5326976,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5327013,I,SI,17,Edwards SAPIEN 3,9600TFX26,2993;5327094,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5327094,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5327094,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5327094,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5327098,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5327173,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5327435,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5327444,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5327456,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5327662,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5327688,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5327698,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5327785,I,SI,70,Edwards SAPIEN 3,9600TFX23,3190;5327785,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5327785,I,SI,60,Edwards SAPIEN 3,9600TFX23,3190;5327794,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5327831,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5327893,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5327893,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5328003,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5328003,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5328004,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5328226,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5328243,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5328243,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5328248,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5328518,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5328562,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5328588,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5328588,I,SI,7,Edwards SAPIEN 3,9600TFX29,3190;5328712,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5328785,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5328793,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5329024,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5329030,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5329144,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5329144,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5329160,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5329227,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5329227,I,SI,19,Edwards SAPIEN 3,9600TFX23,3190;5329415,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5329556,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5329600,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5329601,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5329605,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5329859,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5329881,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5329954,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5329978,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5330045,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5330087,I,SI,9,Edwards SAPIEN 3,9600TFX23,3190;5330160,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5330364,I,SI,0,Edwards SAPIEN 3,9600TFX20,3190;5330484,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5330484,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5330484,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5330484,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5330520,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5330536,I,SI,25,Edwards SAPIEN 3,9600TFX26,3190;5330601,I,SI,20,Edwards SAPIEN 3,9600TFX23,2993;5330601,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5331005,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5331019,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5331019,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5331019,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5331019,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5331019,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5331058,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5331174,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5331196,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5331208,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5351337,I,SI,65,Edwards SAPIEN 3,9600TFX23,3190;5351628,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5351785,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;5351785,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5351785,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5351819,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5351824,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5352047,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5352064,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5352070,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5352116,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5352215,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5352395,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5352457,I,SI,17,Edwards SAPIEN 3,9600TFX26,3190;5352491,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5352491,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5352491,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5352504,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5352531,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5352552,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5352571,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5352604,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5352624,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5352880,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5352880,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5352880,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5352986,I,SI,26,Edwards SAPIEN 3,9600TFX23,3190;5352996,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5353058,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5353222,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5353358,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5353388,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5353440,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5353663,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5353702,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5353702,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;5353785,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5353992,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5353993,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5353994,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5354004,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5354038,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5354123,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5354188,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5354250,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5354266,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5354314,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5354371,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5354371,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5354371,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5354542,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5354556,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5354592,I,SI,5,Edwards SAPIEN 3,9600TFX20,2993;5354625,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5354625,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5354625,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5354848,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5354935,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5354965,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5355049,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5355098,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5355106,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5355108,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5355170,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5355189,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5355245,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5355435,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5355446,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5355446,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5355464,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5355484,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5355534,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5355600,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5355649,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5355651,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5355680,I,SI,25,Edwards SAPIEN 3,9600TFX26,2993;5355739,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5355900,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5356096,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5356298,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5356300,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5356301,I,SI,1,Edwards SAPIEN 3,9600TFX20,2993;5356305,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5356313,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5356313,I,SI,16,Edwards SAPIEN 3,9600TFX26,3190;5356351,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5356351,I,SI,7,Edwards SAPIEN 3,9600TFX23,3190;5356386,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5356493,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5356697,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5356752,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5356807,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5356847,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5356942,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5357227,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5357230,I,SI,19,Edwards SAPIEN 3,9600TFX23,2993;5357230,I,SI,13,Edwards SAPIEN 3,9600TFX23,3190;5357230,I,SI,10,Edwards SAPIEN 3,9600TFX23,3190;5357268,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5357354,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5357399,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5357437,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5357437,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5357690,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5357725,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5357735,I,SI,2,Edwards SAPIEN 3,9600TFX26,3190;5357794,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5357832,I,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5357837,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5357901,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5357907,I,SI,3,Edwards SAPIEN 3,9600TFX23,3190;5357938,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5357962,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5357962,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5358016,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5358107,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5358167,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5358390,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5358490,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5358517,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5358534,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5358623,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5358711,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5358905,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5358918,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5359345,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5359372,I,SI,22,Edwards SAPIEN 3,9600TFX26,2993;5359527,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5359817,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5359975,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;5360032,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5360032,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5360032,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5360034,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5360034,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5360104,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5360104,I,SI,16,Edwards SAPIEN 3,9600TFX29,2993;5360104,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5360104,I,SI,16,Edwards SAPIEN 3,9600TFX29,3190;5370173,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5370173,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5370173,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5380351,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5380388,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5380388,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5380474,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5380531,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5380556,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5380655,I,SI,9,Edwards SAPIEN 3,9600TFX23,2993;5380910,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5380910,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5381078,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5381078,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5381078,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5381249,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5381296,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5381326,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5381354,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5381366,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5381472,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5381483,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5381726,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5381774,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5381775,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5381775,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5381779,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5381945,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5382113,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5382141,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5382265,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5382344,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5382376,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5382479,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5382502,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5382817,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5382825,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5382874,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5382882,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5382882,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5382912,I,SI,18,Edwards SAPIEN 3,9600TFX26,2993;5382912,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5382912,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5382912,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5382916,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5382920,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5382986,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5382986,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5382986,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5382986,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5383105,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5383119,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5383146,I,SI,15,Edwards SAPIEN 3,9600TFX29,2993;5383168,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5383265,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5383383,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5383409,I,SI,3,Edwards SAPIEN 3,9600TFX26,3190;5383429,I,SI,2,Edwards SAPIEN 3,9600TFX20,2993;5383457,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5383499,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5383682,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5383718,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5383810,I,SI,5,Edwards SAPIEN 3,9600TFX23,2993;5383831,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5383865,I,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5383867,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5384102,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5384121,I,SI,7,Edwards SAPIEN 3,9600TFX23,2993;5384121,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5384141,I,SI,13,Edwards SAPIEN 3,9600TFX26,2993;5384161,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5384195,I,SI,29,Edwards SAPIEN 3,9600TFX26,3190;5384286,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5384374,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5384396,I,SI,11,Edwards SAPIEN 3,9600TFX29,2993;5384438,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5384475,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5384493,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5384561,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5384561,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5384733,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5384950,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5384969,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5384986,I,SI,12,Edwards SAPIEN 3,9600TFX23,3190;5384986,I,SI,8,Edwards SAPIEN 3,9600TFX23,3190;5385150,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5385394,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5385489,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5385496,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5385552,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5385648,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5385687,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5385708,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5385934,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5385984,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5386074,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5386074,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5386100,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5386125,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5386331,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5386332,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5386569,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5386626,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5386630,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5386632,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5386850,I,SI,8,Edwards SAPIEN 3,9600TFX23,2993;5386931,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5386961,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5387017,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5387017,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5387025,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5387122,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5387122,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5387144,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5387149,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5387192,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5387199,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5387233,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5387388,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5387437,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5387472,I,SI,16,Edwards SAPIEN 3,9600TFX29,3190;5387472,I,SI,30,Edwards SAPIEN 3,9600TFX29,3190;5387483,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5387486,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5387496,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5387590,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5387632,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5387816,I,SI,29,Edwards SAPIEN 3,9600TFX23,3190;5388032,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5388255,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5388255,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5388298,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5388298,I,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5388627,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5388869,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5388993,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5389094,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5389134,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5389144,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5389251,I,SI,1,Edwards SAPIEN 3,9600TFX23,3190;5389377,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5389401,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5389401,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5389432,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5389651,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5389689,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5389807,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5389867,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5389934,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5390101,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5390140,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5390157,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5390217,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5390266,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5390286,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5390505,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5390514,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5390644,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5390694,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5390694,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5390722,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5390921,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5391086,I,SI,5,Edwards SAPIEN 3,9600TFX26,3190;5391220,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5391258,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5391326,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5391429,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5391482,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5391684,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5391865,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5392071,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5392071,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5392071,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5392071,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5392140,I,SI,18,Edwards SAPIEN 3,9600TFX26,2993;5392170,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5392402,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5402609,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5402842,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5402927,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5402986,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5403021,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5403035,I,SI,4,Edwards SAPIEN 3,9600TFX23,2993;5403035,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5403064,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5403077,I,SI,8,Edwards SAPIEN 3,9600TFX29,2993;5403095,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5403128,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5403216,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5403262,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5403262,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5403262,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5403344,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5403344,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5403366,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5403512,I,SI,39,Edwards SAPIEN 3,9600TFX26,3190;5403512,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5403512,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5403512,I,SI,39,Edwards SAPIEN 3,9600TFX26,3190;5403633,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5403734,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5403750,I,SI,2,Edwards SAPIEN 3,9600TFX23,3190;5403786,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5403798,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5404320,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5404346,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5404346,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5404354,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5404495,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5404509,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5404534,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5404556,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5404597,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5404597,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5404597,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5404637,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5404887,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5404887,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5404888,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5404909,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5404909,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5404916,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5404916,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5405066,I,SI,21,Edwards SAPIEN 3,9600TFX20,2993;5405066,I,SI,3,Edwards SAPIEN 3,9600TFX20,3190;5405340,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5405377,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5405392,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5405404,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5405482,I,SI,6,Edwards SAPIEN 3,9600TFX23,2993;5405610,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5405620,I,SI,5,Edwards SAPIEN 3,9600TFX20,2993;5406037,I,SI,30,Edwards SAPIEN 3,9600TFX23,2993;5406134,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5406142,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5406176,I,SI,5,Edwards SAPIEN 3,9600TFX29,2993;5406268,I,SI,2,Edwards SAPIEN 3,9600TFX23,2993;5406383,I,SI,5,Edwards SAPIEN 3,9600TFX26,2993;5406387,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5406437,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5406480,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5406563,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5406665,I,SI,4,Edwards SAPIEN 3,9600TFX20,2993;5406878,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5407335,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5407335,I,SI,3,Edwards SAPIEN 3,9600TFX29,2993;5407516,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5407550,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5407550,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5407673,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5407673,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5407953,I,SI,6,Edwards SAPIEN 3,9600TFX26,2993;5408002,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5408036,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5408039,I,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5408055,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5408101,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5408137,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5408237,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5408404,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5408503,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5408507,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5408519,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5408545,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5408552,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5408759,I,SI,7,Edwards SAPIEN 3,9600TFX26,2993;5408759,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5408860,I,SI,9,Edwards SAPIEN 3,9600TFX26,2993;5408860,I,SI,9,Edwards SAPIEN 3,9600TFX26,3190;5408860,I,SI,8,Edwards SAPIEN 3,9600TFX26,3190;5408947,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5409002,I,SI,53,Edwards SAPIEN 3,9600TFX23,3190;5409002,I,SI,53,Edwards SAPIEN 3,9600TFX23,3190;5409070,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5409273,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5409290,I,SI,20,Edwards SAPIEN 3,9600TFX29,3190;5409338,I,SI,72,Edwards SAPIEN 3,9600TFX29,3190;5409819,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5409819,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5409988,I,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5410023,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5410027,I,SI,14,Edwards SAPIEN 3,9600TFX26,2993;5410109,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5410201,I,SI,1,Edwards SAPIEN 3,9600TFX26,2993;5410270,I,SI,1,Edwards SAPIEN 3,9600TFX20,3190;5410310,I,SI,0,Edwards SAPIEN 3,9600TFX23,3190;5410768,I,SI,3,Edwards SAPIEN 3,9600TFX23,2993;5410845,I,SI,8,Edwards SAPIEN 3,9600TFX26,2993;83961,I,SI,2,Edwards SAPIEN 3,9600TFX26,2993;5235305,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5277311,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5277669,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5277669,I,SI,13,Edwards SAPIEN 3,9600TFX29,2993;5320394,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5320394,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5403512,I,SI,39,Edwards SAPIEN 3,9600TFX26,3190;5403512,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5403512,I,SI,4,Edwards SAPIEN 3,9600TFX26,3190;5403512,I,SI,39,Edwards SAPIEN 3,9600TFX26,3190;5408860,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5408860,I,SI,9,Edwards SAPIEN 3,9600TFX29,3190;5408860,I,SI,8,Edwards SAPIEN 3,9600TFX29,3190;1705298,I,SI,20,Edwards SAPIEN 3,9600TFX29,3190;3966090,I,SI,6,Edwards SAPIEN 3,9600TFX26,3190;4164174,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4164174,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;4619707,I,SI,73,Edwards SAPIEN 3,9600TFX29,3190;5185171,I,SI,28,Edwards SAPIEN 3,9600TFX29,3190;5205970,I,SI,100,Edwards SAPIEN 3,9600TFX29,3190;5236442,I,SI,4,Edwards SAPIEN 3,9600TFX26,2993;5237078,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5248577,I,SI,42,Edwards SAPIEN 3,9600TFX29,2993;5253181,I,SI,12,Edwards SAPIEN 3,9600TFX29,2993;5262130,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5273729,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5309798,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5311179,I,SI,16,Edwards SAPIEN 3,9600TFX23,2993;5312734,I,SI,6,Edwards SAPIEN 3,9600TFX29,2993;5312734,I,SI,7,Edwards SAPIEN 3,9600TFX29,2993;5312734,I,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5312734,I,SI,6,Edwards SAPIEN 3,9600TFX29,3190;5314143,I,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5317184,I,SI,2,Edwards SAPIEN 3,9600TFX29,2993;5326446,I,SI,9,Edwards SAPIEN 3,9600TFX29,2993;5326906,I,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5326906,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5328524,I,SI,4,Edwards SAPIEN 3,9600TFX29,2993;5356750,I,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5357215,I,SI,1,Edwards SAPIEN 3,9600TFX26,3190;5381233,I,SI,3,Edwards SAPIEN 3,9600TFX29,3190;5381233,I,SI,1,Edwards SAPIEN 3,9600TFX29,3190;5381233,I,SI,11,Edwards SAPIEN 3,9600TFX29,3190;5404651,I,SI,0,Edwards SAPIEN 3,9600TFX29,3190;5405087,I,SI,2,Edwards SAPIEN 3,9600TFX29,3190;5405301,I,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4238566,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4077298,S,SI,9,Edwards SAPIEN 3,9600TFX26,2993;4638357,S,SI,49,Edwards SAPIEN 3,9600TFX26,3190;4654127,S,SI,1,Edwards SAPIEN 3,9600TFX29,2993;4654312,S,SI,238,Edwards SAPIEN 3,9600TFX29,3190;4659806,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;4673662,S,SI,29,Edwards SAPIEN 3,9600TFX23,3190;4704437,S,SI,337,Edwards SAPIEN 3,9600TFX29,3190;4706431,S,SI,107,Edwards SAPIEN 3,9600TFX26,3190;4711304,S,SI,189,Edwards SAPIEN 3,9600TFX29,3190;4716626,S,SI,244,Edwards SAPIEN 3,9600TFX23,3190;4725472,S,SI,16,Edwards SAPIEN 3,9600TFX23,2993;4764319,S,SI,1,Edwards SAPIEN 3,9600TFX26,2993;4708430,S,SI,59,Edwards SAPIEN 3,9600TFX29,2993;4708430,S,SI,77,Edwards SAPIEN 3,9600TFX29,3190;4824531,S,SI,42,Edwards SAPIEN 3,9600TFX26,3190;4928657,S,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4920634,S,SI,2,Edwards SAPIEN 3,9600TFX26,2993;4948143,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;4970886,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5003798,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5018118,S,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5043248,S,SI,154,Edwards SAPIEN 3,9600TFX29,3190;5043248,S,SI,154,Edwards SAPIEN 3,9600TFX29,3190;5045562,S,SI,3,Edwards SAPIEN 3,9600TFX26,2993;5049820,S,SI,4,Edwards SAPIEN 3,9600TFX23,3190;5051749,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5051749,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5089355,S,SI,0,Edwards SAPIEN 3,9600TFX26,2993;5160607,S,SI,10,Edwards SAPIEN 3,9600TFX26,2993;5168306,S,SI,1,Edwards SAPIEN 3,9600TFX23,2993;5169177,S,SI,1,Edwards SAPIEN 3,9600TFX29,2993;5169802,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5186028,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5186028,S,SI,0,Edwards SAPIEN 3,9600TFX26,3190;5197135,S,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5199663,S,SI,5,Edwards SAPIEN 3,9600TFX23,3190;5199755,S,SI,0,Edwards SAPIEN 3,9600TFX23,2993;5204991,S,SI,0,Edwards SAPIEN 3,9600TFX29,2993;5212142,S,SI,10,Edwards SAPIEN 3,9600TFX29,2993;5212193,S,SI,0,Edwards SAPIEN 3,9600TFX20,2993;5212193,S,SI,1,Edwards SAPIEN 3,9600TFX20,2993;4916410,S,SI,347,Edwards SAPIEN 3,9600TFX29,3190;4916410,S,SI,347,Edwards SAPIEN 3,9600TFX29,3190;4633365,S,SI,77,Edwards SAPIEN 3,9600TFX29,3190